Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. (B)(4).

Event description:
It was reported that the patient underwent a posterior lumbar spinal surgical procedure. It was reported that the set screw slipped during insertion into the bone screw. The set screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Additional info: visual the set screw shows signs of being used but no obvious signs of damage. Functional test reveal that set screw would thread into sample heads. No fault found at this time.